Manufacturer narrative:
Per tandem's t:flex user guide, an incomplete bolus alert will occur when "you started a bolus request but did not complete the request within 90 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert was received. The customer's blood glucose (bg) level was 245 mg/dl. Reportedly, the customer delivered the bolus and bg level lowered to 214 mg/dl. During troubleshooting with tandem technical support, it was confirmed that the bolus delivery had been completed.